Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the pa tient expired approximately ten weeks later. It is unknown if the death was stent graft related. An autopsy was not performed so the cause of death will remain unknown. Additional information is not available.

Manufacturer narrative:
Date of death is unknown. Date of event is unknown. (B)(4). Results: inherent risk of procedure (death); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (death).